Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('fracture and migration of the implant into pelvic wall / essure device was noted to be partly embedded into the right pelvic sidewall'), device breakage ('fracture and migration of the implant into pelvic wall') and uterine perforation ('migration of essure device location of device: punctured my uterine wall/ expelled') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, uterine perforation, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, migraine and uterine perforation to be related to essure. Diagnostic results: on (B)(6) 2013 final diagnosis: squamous epithelial-lined mucosa with chronic inflammation and squamous metaplasia. Negative for dysplasia or malignancy. Endo cervix, curettage: low-grade squamous intra epithelial lesion (cin 1/mild dysplasia) strips of benign endo cervical mucosa micro description: microscopic examination performed. Gross description: tissue submitted: 1. 3 o'clock. Wedge of pale pink tissue 4 x 2 x 2 mm, submitted whole te-a1. 2. Ecc. Collected from a straight brush and accompanying blood tinged fluid are portions of bloody mucus and possible tissue that aggregate to 15 x 12 x 1 rum. Te-bi. On (B)(6) 2016, CT scan: CT abdomen/pelvis w/v contrast. Impression: retro verted uterus with presence of a fractured right fallopian tube micro insert without acute inflammatory process or free fluid. 1.5 cm right ovarian cyst. 7 mm right hepatic cyst. Left nephrolithiasis without obstruction. On (B)(6) 2016: surgical pathology report: clinical history: pelvic pain, fractured essure device. The essure device in b part was found during operation in pelvis which appears to be the device previously lodged in the right fallopian tube. The device removed from left fallopian tube at the time of gross examination is reviewed with two pathologists. It appears that the parts appear to be and intact essure device broken off during grossing procedure to remove from the left fallopian tube rather than fractured device. Left fallopian tube: grossly identified coiled gray metal wire with microscopic finding of intraluminal fibrosis containing refractile material and metallosis consistent with essure device lodged within left fallopian tube. On (B)(6) 2016 tissue sent: uterus &, cervix, bilateral fallopian tubes essure device final pathological diagnosis: a. Uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no dysplasia is seen. Endometrium: benign secretory endometrium. No atypia or mauonancy is seen. Myometrium and serosa: unremarkable. Uterine weight: 122 grams. Clinical history of pelvic path. B. Medical device. Removal: medical device: gray metal wire identified. Gross description: a received in formalin labeled "uterus, cervix, bilateral fallopian tubes" is a hysterectomy specimen composed of uterus with attached cervix and attached bilateral fimbriated fallopian tubes no ovaries are present. Weight dimensions: the uterus with attached cervix weighs 122 gm and measures 9 om from ecto cervix to fundus, 5.2 cm from cornu to cornu, and 4.6 cm from anterior to posterior. Serosa: the serosa is smooth, tan pink and without fibrous adhesions cervix: the cervix is 4.2 cm in length and 3.5 cm in diameter. The cervix is tan-pink, smooth to roughened, measures 4 cm in diameter and contains a 1 cm in diameter probe-pmentos. The endo cervical canel is tan-white, measures 3.7 cm in length. And contains multi simple cysts containing gelatinous material measuring up to 0.4 cm in greatest dimension. Uterine cavity: the triangular uterine cavity measures 25 cm from cornu 10 cornu and 4 5cm in length endometrium: the uterine cavity is lined by shaggy irregular red-purple endometrium measuring up to 0.5 cm in thickness. Myometrium: the myometrium is tan-pink. Measures up to 1,9 cm in thickness and contains no or lesions. Fallopian tubes: the light fimbriated fallopian tube is 7.2 cm in length and 0.6 cm in diameter with a smooth tan-pink serosa. Sections reveal tan-pink mucosa and a pinpoint lumen. No masses or lesions are identified. The left fimbriated fallopian tube is 7 cm in length and 0.7 cm in diameter with a smooth tan-pink serosa. Sections reveal tan-pink mucosa and a pinpoint lumen microscopic description: a: sections of uterine cervix show multiple endo cervical tunnel dusters. No dysplasia is seen. Endometrium is benign composed of colloid glands mostly lined by a single layer of non-vacuolated columnar cells where pseudodecidual changes are seen stroma appears mostly edematous. Underlying myometrium appears unremarkable. Serosa shows no significant adhesion bilateral fallopian tubes appear unremarkable b: (gross only). Addendum final pathological diagnosis: left fallopian tube: grossly identified coiled gray metal wire with microscopic finding of intraluminal fibrosis containing retractile maternal and metalloids consistent with fractured essure device lodged within left fallopian tube. Microscopic description: entire remaining tissue from both fallopian tubes is unremarkable except for a section from left fallopian tube where the coiled 9fay metal wire was found, this section shows lumen plugged by fibrous tissue containing multiple retractile materials and macrophages containing gray granular material consistent with metalloids. This foreign material appears to be consistent with a part of fractured essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('fracture and migration of the implant into pelvic wall / essure device was noted to be partly embedded into the right pelvic sidewall'), device breakage ('fracture and migration of the implant into pelvic wall') and uterine perforation ('migration of essure device location of device: punctured my uterine wall/ expelled') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on 17-oct-2016. At the time of the report, the device dislocation, device breakage, uterine perforation, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, migraine and uterine perforation to be related to essure. Diagnostic results: (B)(6) 2013 final diagnosis: squamous epithelial-lined mucosa with chronic inflammation and squamous metaplasia. Negative for dysplasia or malignancy. Endo cervix, curettage: low-grade squamous intra epithelial lesion (cin 1/mild dysplasia) strips of benign endo cervical mucosa micro description: microscopic examination performed. Gross description: tissue submitted: 1. 3 o'clock. Wedge of pale pink tissue 4 x 2 x 2 mm, submitted whole te-a1. 2. Ecc. Collected from a straight brush and accompanying blood tinged fluid are portions of bloody mucus and possible tissue that aggregate to 15 x 12 x 1 rum. Te-bi. (B)(6) 2016, CT scan - CT abdomen/pelvis w/v contrast. Impression: retro verted uterus with presence of a fractured right fallopian tube micro insert without acute inflammatory process or free fluid. 1.5 cm right ovarian cyst. 7 mm right hepatic cyst. Left nephrolithiasis without obstruction. (B)(6) 2016:surgical pathology report: clinical history: pelvic pain, fractured essure device. The essure device in b part was found during operation in pelvis which appears to be the device previously lodged in the right fallopian tube. The device removed from left fallopian tube at the time of gross examination is reviewed with two pathologists. It appears that the parts appear to be and intact essure device broken off during grossing procedure to remove from the left fallopian tube rather than fractured device. Left fallopian tube: grossly identified coiled gray metal wire with microscopic finding of intraluminal fibrosis containing refractile material and metallosis consistent with essure device lodged within left fallopian tube. (B)(6) 2016 tissue sent: uterus &, cervix, bilateral fallopian tubes essure device final pathological diagnosis: a. Uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no dysplasia is seen. Endometrium: benign secretory endometrium no atypia or mauonancy is seen. Myometrium and serosa: unremarkable. Uterine weight: 122 grams. Clinical history of pelvic path. B. Medical device. Removal: medical device: gray metal wire identified gross description: a received in formalin labeled "uterus, cervix, bilateral fallopian tubes" is a hysterectomy specimen composed of uterus with attached cervix and attached bilateral fimbriated fallopian tubes no ovaries are present. Weight dimensions: the uterus with attached cervix weighs 122 gm and measures 9 om from ecto cervix to fundus, 5.2 cm from cornu to cornu, and 4.6 cm from anterior to posterior. Serosa: the serosa is smooth, tan pink and without fibrous adhesions cervix: the cervix is 4.2 cm in length and 3.5 cm in diameter. The cervix is tan-pink, smooth to roughened, measures 4 cm in diameter and contains a 1 cm in diameter probe-pmentos. The endo cervical canel is tan-white, measures 3.7 cm in length. And contains multi simple cysts containing gelatinous material measuring up to 0.4 cm in greatest dimension. Uterine cavity: the triangular uterine cavity measures 25 cm from cornu 10 cornu and 4 5cm in length endometrium: the uterine cavity is lined by shaggy irregular red-purple endometrium measuring up to 0.5 cm in thickness. Myometrium: the myometrium is tan-pink. Measures up to 1,9 cm in thickness and contains no or lesions. Fallopian tubes: the light fimbriated fallopian tube is 7.2 cm in length and 0.6 cm in diameter with a smooth tan-pink serosa. Sections reveal tan-pink mucosa and a pinpoint lumen. No masses or lesions are identified. The left fimbriated fallopian tube is 7 cm in length and 0.7 cm in diameter with a smooth tan-pink serosa. Sections reveal tan-pink mucosa and a pinpoint lumen microscopic description: a: sections of uterine cervix show multiple endo cervical tunnel dusters. No dysplasia is seen. Endometrium is benign composed of colloid glands mostly lined by a single layer of non-vacuolated columnar cells where pseudodecidual changes are seen stroma appears mostly edematous. Underlying myometrium appears unremarkable. Serosa shows no significant adhesion bilateral fallopian tubes appear unremarkable b: (gross only). Addendum final pathological diagnosis. Left fallopian tube: grossly identified coiled gray metal wire with microscopic finding of intraluminal fibrosis containing retractile maternal and metalloids consistent with fractured essure device lodged within left fallopian tube. Microscopic description: entire remaining tissue from both fallopian tubes is unremarkable except for a section from left fallopian tube where the coiled 9fay metal wire was found, this section shows lumen plugged by fibrous tissue containing multiple retractile materials and macrophages containing gray granular material consistent with metalloids. This foreign material appears to be consistent with a part of fractured essure device. Amendment: the report was amended for the following reason: from deletion case (B)(4) events uterine perforation, device embedded, migraine, headache, patient did not undergo an essure confirmation test, dysmenorrhea, dyspareunia, fatigue were added. Reporter, lab data, other references were added. (MFR control no) 2951250-2017-08081. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('fracture and migration of the implant into pelvic wall / essure device was noted to be partly embedded into the right pelvic sidewall'), device breakage ('fracture and migration of the implant into pelvic wall') and uterine perforation ('migration of essure device location of device: punctured my uterine wall/ expelled/essure device was noted to be partly embedded into the') in a 39-year-old female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". Concomitant products included diphtheria vaccine toxoid;pertussis vaccine acellular 5-component;tetanus vaccine toxoid (adacel) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy. And to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, uterine perforation, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, migraine and uterine perforation to be related to essure. The reporter commented: insertion details-tube 4 coils, of coils seen in left tube- 2 coils. (B)(6) 2013 final diagnosis: squamous epithelial-lined mucosa with chronic inflammation and squamous metaplasia. Negative for dysplasia or malignancy. Endo cervix, curettage: low-grade squamous intra epithelial lesion (cin 1/mild dysplasia) strips of benign endo cervical mucosa micro description: microscopic examination performed. Gross description: tissue submitted: 1. 3 o'clock. Wedge of pale pink tissue 4 x 2 x 2 mm, submitted whole te-a1. 2. Ecc. Collected from a straight brush and accompanying blood tinged fluid are portions of bloody mucus and possible tissue that aggregate to 15 x 12 x 1 rum. Te-bi. (B)(6) 2016, CT scan - CT abdomen/pelvis w/v contrast impression: retro verted uterus with presence of a fractured right fallopian tube micro insert without acute inflammatory process or free fluid. 1.5 cm right ovarian cyst. 7 mm right hepatic cyst. Left nephrolithiasis without obstruction. (B)(6) 2016:surgical pathology report: clinical history: pelvic pain, fractured essure device. The essure device in b part was found during operation in pelvis which appears to be the device previously lodged in the right fallopian tube. The device removed from left fallopian tube at the time of gross examination is reviewed with two pathologists. It appears that the parts appear to be and intact essure device broken off during grossing procedure to remove from the left fallopian tube rather than fractured device. Left fallopian tube: grossly identified coiled gray metal wire with microscopic finding of intraluminal fibrosis containing refractile material and metallosis consistent with essure device lodged within left fallopian tube. (B)(6) 2016 tissue sent: uterus &, cervix, bilateral fallopian tubes essure device final pathological diagnosis: a. Uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no dysplasia is seen. Endometrium: benign secretory endometrium no atypia or mauonancy is seen. Myometrium and serosa: unremarkable. Uterine weight: 122 grams. Clinical history of pelvic path. B. Medical device. Removal: medical device: gray metal wire identified gross description: a received in formalin labeled "uterus, cervix, bilateral fallopian tubes" is a hysterectomy specimen composed of uterus with attached cervix and attached bilateral fimbriated fallopian tubes no ovaries are present. Weight dimensions: the uterus with attached cervix weighs 122 gm and measures 9 om from ecto cervix to fundus, 5.2 cm from cornu to cornu, and 4.6 cm from anterior to posterior. Serosa: the serosa is smooth, tan pink and without fibrous adhesions cervix: the cervix is 4.2 cm in length and 3.5 cm in diameter. The cervix is tan-pink, smooth to roughened, measures 4 cm in diameter and contains a 1 cm in diameter probe-pmentos. The endo cervical canel is tan-white, measures 3.7 cm in length. And contains multi simple cysts containing gelatinous material measuring up to 0.4 cm in greatest dimension. Uterine cavity: the triangular uterine cavity measures 25 cm from cornu 10 cornu and 4 5cm in length endometrium: the uterine cavity is lined by shaggy irregular red-purple endometrium measuring up to 0.5 cm in thickness. Myometrium: the myometrium is tan-pink. Measures up to 1,9 cm in thickness and contains no or lesions. Fallopian tubes: the light fimbriated fallopian tube is 7.2 cm in length and 0.6 cm in diameter with a smooth tan-pink serosa. Sections reveal tan-pink mucosa and a pinpoint lumen. No masses or lesions are identified. The left fimbriated fallopian tube is 7 cm in length and 0.7 cm in diameter with a smooth tan-pink serosa. Sections reveal tan-pink mucosa and a pinpoint lumen microscopic description: a: sections of uterine cervix show multiple endo cervical tunnel dusters. No dysplasia is seen. Endometrium is benign composed of colloid glands mostly lined by a single layer of non-vacuolated columnar cells where pseudodecidual changes are seen stroma appears mostly edematous. Underlying myometrium appears unremarkable. Serosa shows no significant adhesion bilateral fallopian tubes appear unremarkable b: (gross only). Addendum final pathological diagnosis left fallopian tube: grossly identified coiled gray metal wire with microscopic finding of intraluminal fibrosis containing retractile maternal and metalloids consistent with fractured essure device lodged within left fallopian tube. Microscopic description: entire remaining tissue from both fallopian tubes is unremarkable except for a section from left fallopian tube where the coiled 9fay metal wire was found, this section shows lumen plugged by fibrous tissue containing multiple retractile materials and macrophages containing gray granular material consistent with metalloids. This foreign material appears to be consistent with a part of fractured essure device. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: a. Uterus, cervix ano bilatera.j.. Fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no dysplasia is seen. Endometrium: benign secretory endometrium. No atypia or malignancy is seen. Myometrium and serosa: unremarkable. Uterine weight: 122 grams. Clinical history of pelvic pain. Left fallopian tube: grossly identified coiled gray metal wire with microscopic finding of intraluminal fibrosis containing refractile material and metallosis consistent with essure device lodged within left fallopian tube r.ight fallopian tube: no diagnostic abnormality medical device, removal medical device, gray metal wire identified (gross only). Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records:device breakage, pelvic pain lot number: a78080 manufacturing date: 2012-12 expiration date: 2015-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('fracture and migration of the implant into pelvic wall / essure device was noted to be partly embedded into the right pelvic sidewall'), device breakage ('fracture and migration of the implant into pelvic wall') and uterine perforation ('migration of essure device location of device: punctured my uterine wall/ expelled/essure device was noted to be partly embedded into the') in a 39-year-old female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". Concomitant products included diphtheria vaccine toxoid;pertussis vaccine acellular 5-component;tetanus vaccine toxoid (adacel) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy. And to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, uterine perforation, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, migraine and uterine perforation to be related to essure. The reporter commented: insertion details-tube 4 coils, of coils seen in left tube- 2 coils. *(B)(6) 2013 final diagnosis: squamous epithelial-lined mucosa with chronic inflammation and squamous metaplasia. Negative for dysplasia or malignancy. Endo cervix, curettage: low-grade squamous intra epithelial lesion (cin 1/mild dysplasia) strips of benign endo cervical mucosa micro description: microscopic examination performed. Gross description: tissue submitted: 1. 3 o'clock. Wedge of pale pink tissue 4 x 2 x 2 mm, submitted whole te-a1. 2. Ecc. Collected from a straight brush and accompanying blood tinged fluid are portions of bloody mucus and possible tissue that aggregate to 15 x 12 x 1 rum. Te-bi. (B)(6) 2016, CT scan - CT abdomen/pelvis w/v contrast impression: retro verted uterus with presence of a fractured right fallopian tube micro insert without acute inflammatory process or free fluid. 1.5 cm right ovarian cyst. 7 mm right hepatic cyst. Left nephrolithiasis without obstruction. (B)(6) 2016:surgical pathology report: clinical history: pelvic pain, fractured essure device. The essure device in b part was found during operation in pelvis which appears to be the device previously lodged in the right fallopian tube. The device removed from left fallopian tube at the time of gross examination is reviewed with two pathologists. It appears that the parts appear to be and intact essure device broken off during grossing procedure to remove from the left fallopian tube rather than fractured device. Left fallopian tube: grossly identified coiled gray metal wire with microscopic finding of intraluminal fibrosis containing refractile material and metallosis consistent with essure device lodged within left fallopian tube. (B)(6) 2016 tissue sent: uterus &, cervix, bilateral fallopian tubes essure device final pathological diagnosis: a. Uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no dysplasia is seen. Endometrium: benign secretory endometrium no atypia or mauonancy is seen. Myometrium and serosa: unremarkable. Uterine weight: 122 grams. Clinical history of pelvic path. B. Medical device. Removal: medical device: gray metal wire identified gross description: a received in formalin labeled "uterus, cervix, bilateral fallopian tubes" is a hysterectomy specimen composed of uterus with attached cervix and attached bilateral fimbriated fallopian tubes no ovaries are present. Weight dimensions: the uterus with attached cervix weighs 122 gm and measures 9 om from ecto cervix to fundus, 5.2 cm from cornu to cornu, and 4.6 cm from anterior to posterior. Serosa: the serosa is smooth, tan pink and without fibrous adhesions cervix: the cervix is 4.2 cm in length and 3.5 cm in diameter. The cervix is tan-pink, smooth to roughened, measures 4 cm in diameter and contains a 1 cm in diameter probe-pmentos. The endo cervical canel is tan-white, measures 3.7 cm in length. And contains multi simple cysts containing gelatinous material measuring up to 0.4 cm in greatest dimension. Uterine cavity: the triangular uterine cavity measures 25 cm from cornu 10 cornu and 4 5cm in length endometrium: the uterine cavity is lined by shaggy irregular red-purple endometrium measuring up to 0.5 cm in thickness. Myometrium: the myometrium is tan-pink. Measures up to 1,9 cm in thickness and contains no or lesions. Fallopian tubes: the light fimbriated fallopian tube is 7.2 cm in length and 0.6 cm in diameter with a smooth tan-pink serosa. Sections reveal tan-pink mucosa and a pinpoint lumen. No masses or lesions are identified. The left fimbriated fallopian tube is 7 cm in length and 0.7 cm in diameter with a smooth tan-pink serosa. Sections reveal tan-pink mucosa and a pinpoint lumen microscopic description: a: sections of uterine cervix show multiple endo cervical tunnel dusters. No dysplasia is seen. Endometrium is benign composed of colloid glands mostly lined by a single layer of non-vacuolated columnar cells where pseudodecidual changes are seen stroma appears mostly edematous. Underlying myometrium appears unremarkable. Serosa shows no significant adhesion bilateral fallopian tubes appear unremarkable b: (gross only). Addendum final pathological diagnosis left fallopian tube: grossly identified coiled gray metal wire with microscopic finding of intraluminal fibrosis containing retractile maternal and metalloids consistent with fractured essure device lodged within left fallopian tube. Microscopic description: entire remaining tissue from both fallopian tubes is unremarkable except for a section from left fallopian tube where the coiled 9fay metal wire was found, this section shows lumen plugged by fibrous tissue containing multiple retractile materials and macrophages containing gray granular material consistent with metalloids. This foreign material appears to be consistent with a part of fractured essure device. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: a. Uterus, cervix ano bilatera.j.. Fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no dysplasia is seen. Endometrium: benign secretory endometrium. No atypia or malignancy is seen. Myometrium and serosa: unremarkable. Uterine weight: 122 grams. Clinical history of pelvic pain left fallopian tube: grossly identified coiled gray metal wire with microscopic finding of intraluminal fibrosis containing refractile material and metallosis consistent with essure device lodged within left fallopian tube r.ight fallopian tube: no diagnostic abnormality medical device, removal medical device, gray metal wire identified (gross only).. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records:device breakage, pelvic pain most recent follow-up information incorporated above includes: on 2-dec-2020: mr received-lot number were added. New reporter, medical history, lab data, were added. On 4-dec-2020: mr received-new reporter, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("fracture and migration of the implant into pelvic wall") and device breakage ("fracture and migration of the implant into pelvic wall") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and device breakage outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.